Event description:
It was reported that a magnetic resonance imaging (MRI) scan was taken to replace the system on one side. An x-ray was also taken before the MRI to determine if there was a "crimp" in the lead "somewhere." The patient also stated that the system was "unprogrammable" for "sometime," but an exact time was unknown. Additional information was requested, but was not available as of the date of this report. Please see manufacturing report #3004209178-2012-11250 for the related event. It was unknown which device was to be replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7482a40 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 7438 lot# serial# (B)(4), product type programmer, patient product ID, 3389s-40 lot# v290361, implanted: 2009 (B)(6), product type lead product ID, 3389s-40 lot# v574965, implanted: 2010 (B)(6), product type lead. (B)(4).